Event description:
Event description boston scientific received information that this implantable defibrillation lead exhibited out of range pacing impedance measurements and loss of capture at maximum outputs.